Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within specifications. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to capture. The lead was not used and replaced during procedure. The patient was stable.